Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. The device had episodes of non-sustained ventricular oversensing but further review revealed that the device was intermittently undersensing. The device was reprogrammed. It was noted that the patient experienced some dyspnea unrelated to the device system but was otherwise in good condition.